Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed an intermittent decrease in power consumption and estimated flows to parameters below normal operating range within the analyzed period and six (6) low flow alarms were logged since 30/jul/2021. Information provided by the site indicated that, in addition to the low flow event, the patient called in the middle of the night stating that they had been throwing up and were told to go to the emergency room (ER) for further evaluation. The patient refused to go to ER and the following day arrived at the clinic and demanded to be seen. The patient was then instructed to go to the ER which they did, and it was reported that they passed out. The patient was admitted to hospital for a generalized workup. Tests were performed and no vad alarms nor any concerns with the vad were noted. The patient then threatened to leave against medical advice (ama) and left for 20 minutes and then returned to the hospital. The patient stated that they went for a walk around the unit and had a ¿syncopal episode/fall¿, stated they got lightheaded and lost consciousness, and also stated that their internal cardiac device (ICD) fired. The patient has been non complaint and has been delisted from the unos transplant list and advised to seek a second opinion at another center. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of syncope. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low flows and low flow alarms on the ventricular assist device (vad). Per the vad coordinator the patient called in the middle of the night stating that they had been throwing up and were told to go to the emergency room (ER) for further evaluation. The patient refused to go to ER and the following day arrived at the clinic and demanded to be seen. The patient was then instructed to go to the ER which they did, and it was reported that they passed out. The patient was admitted to hospital for a generalized workup. Tests were performed and no vad alarms nor any concerns with the vad were noted. The patient then threatened to leave against medical advice (ama) and left for 20 minutes and then returned to the hospital. Per the vad coordinator the patient described 4 different scenarios as to what lead to the incident. The patient stated that they went for a walk around the unit and had a ¿syncopal episode/fall¿, stated they got lightheaded and lost consciousness, and also stated that their internal cardiac device (ICD) fired. Per the vad coordinator, the team thinks this ¿fall¿ was not real and was for attention. The patient has been non complaint and has been delisted from the united network for organ sharing (unos) transplant list and advised to seek a second opinion at another center. The vad remains in use. No further patient complications have been reported as a result of this event.